Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during previous servicing caused or contributed to the reported event. The cause of the reported issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 110 alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative assisted the caregiver to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.